Event description:
It was reported to vyaire medical that the ltv 2200 vent repeated shutdown and starts-up while it was working on patient. The vent started just after it was turned on, but shutdown right away. No patient harm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the reported complaint was confirmed. The ltv2 power board p/n 22620-001 s/n (B)(6) was found to have a failed component. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.